Manufacturer narrative:
The patient returned to the doctors office for a follow up the next day, however the burn was not diagnosed until 3 days after the procedure, delaying treatment. Additionally, the patient had recently undergone another cosmetic procedure 4 months prior that likely contributed to the adverse event.

Event description:
Subdermal coagulation with renuvion was performed on patient's neck and lower jaw area following suction assisted liposuction. The patient had a burn resulting in necrotic tissue.